Manufacturer narrative:
Initial and final MDR 1933087- MDR 3003442380-2024-19335 - device 3 of 3. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced 3 infusion sets leakage issue on 21-jun-2024, 25-jun-2024 and 28-jun-2024.the last set was in use for less then a day while the other two for 1.5 days before it leaked at the site which was resolved by replacing the set and resuming insulin. No further information available.